Event description:
The manufacturer became aware that a user of the rep dreamstation auto bipap had states dizziness, headache, nausea, vomiting, inflammatory response, lung disease. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Corrected data: product brand name: updated to dreamstation auto bipap. Model number: updated to dsx700t11c. Catalog item identifier: updated to dsx700t11c. Product UDI: updated to (B)(4).

Manufacturer narrative:
Additional information was received on 24 may 2023 and section h11 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto bipap had states dizziness, headache, nausea, vomiting, inflammatory response, lung disease. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section g and h updated in this report.